Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9545-t15-03 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the drill tip was twisted most likely due to excessive force during use. Functional testing was not performed as the device arrived with the tip twisted. The device non-critical dimension was measurement according to drawing c10181 at revision 5. Distance: .843 ± .005 (range .838 - .848) result: .784. The device is shorter due to the break. A torque-indicating adapter is recommended to be used with the device to prevent over-torquing. The most likely cause is over-torquing/over-engage the driver with the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder prosthesis surgery the tip of the screwdriver broke while screwing the central screw into the glenoid. The broken tip did not remain in the wound, it was removed. Per complaint reporter there was no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.